Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) was sprung. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the outer helix was stretched out of specification. The helix elongation is consistent with having occurred during the implant procedure caused by the end-user. Electrical and mechanical analysis performed indicated normal functionality. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.